Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing of noise. Technical services reviewed the electrograms and discussed the noise may be electromechanical or myopotential related. Technical services discussed bringing the patient in and doing some testing. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise. Technical services discussed bringing the patient in and doing some testing. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. Technical services discussed bringing the patient in and doing some testing. There were no additional adverse patient effects. The system remains implanted.